Event description:
During the procedure (peripheral angio-intervention), balloon angioplasty was performed to the left superficial femoral artery stenosis. By report, when the device was being removed, a loud pop was heard. The shaft of the device was retrieved without the actual balloon on it. Through a number of maneuvers, the remaining balloon portion over into the right iliofemoral system was able to be withdrawn, but the snare was unable to be completely remove it via endovascular means. A vascular consult was obtained. Vascular surgeon took the patient to the operating room and noted in operative report that foreign body which appeared to be a percutaneous angioplasty balloon in its entirety was removed from the proximal right common femoral artery in the operating room.